Event description:
It was reported that the pt underwent a revision surgery to explant crosslink due to post op pain. No pt complications were reported during and after the revision procedure.

Manufacturer narrative:
(B)(4). Neither device nor film or applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Macroscopic and optical examination identifies asymmetrical and excessive gap between the set screw and the crosslink arm, with plastic deformation noted. This suggests possible misalignment of the driver during attempted removal, creating a bending moment and subsequent binding and/or deformation of the threads, and disallowing proper removal of the screw.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 8115545, 510k # (B)(6) was cleared in the united states. Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.